Event description:
The customer alleged they received questionable creatinine results on their integra 400 plus analyzer. The customer stated the creatinine results were inaccurate on the integra and the problem affected 2 patient samples. The customer stated only creatinine was affected by this event. The customer stated there was "no partial fibrin in the sample". The first patient's initial creatinine result was 1.02 mg/dl. The repeat result was 0.6 mg/dl. The second patient's initial creatinine result was 1.36 mg/dl. The repeat result was 0.95 mg/dl. The customer thought the repeat results were correct. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The creatinine reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Additional information was provided by the customer. The test results in the initial report were provided during a phone call and later found to be incorrect. The customer provided analyzer printouts with the correct results. For the first patient the results were 1.38, 1.27, and 1.08 mg/dl when testing was performed from the primary tube. The sample was tested in a sample cup with a result of 1.09 mg/dl, which was reported outside the laboratory. For the second patient, a male with a birth date of (B)(6) 1969, the results were 1.26 and 1.03 mg/dl from the primary tube. The 1.03 mg/dl result was reported outside the laboratory. Date of event was actually (B)(6) 2014. Date received by manufacturer was actually 09/30/2014. There were no adverse events.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested from the customer but not provided. It was noted the customer was pooling leftover cleaning reagent and had changed the pipetting sequence on the analyzer. The customer has begun using fresh cleaner and the pipetting sequence has been changed. The customer has had no further issues after these changes. Based on available information, the instrument is now working according to specification.

Manufacturer narrative:
This event occurred in (B)(6).